Event description:
It was reported that the user experienced no readings on the iLet system due to a Libre 3+ sensor pairing failure, which presented as an intermittent communication issue between the sensor and the system; the user rescanned the sensor and readings resumed, with a reported blood glucose of 178 mg/dL. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user.Investigation of this case revealed a transient communication issue during sensor pairing that resolved after the restart, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or setup anomaly resolved through standard troubleshooting.